Event description:
Four endeavor sprint drug-eluting stents were implanted to the proximal lad. (MFR report #2953200-2008-00931 - 00934) one 3.00 x 24mm stent was implanted to the parent vessel and one 2.50 x 14mm stent was implanted to the side branch (abutting). Additionally a 2.50 x 14mm stent was implanted at the side branch and a 2.50 x 14mm stent was implanted to the parent vessel (abutting). Pt was asymptomatic at 30 day follow up. Investigator reported a spontaneous gi bleed occurred three months post stent implant, while on anti-platelet therapy. Investigator has indicated that event was not related to the study stent. Event required medical intervention. Pt was asymptomatic at 6 month follow up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
(Secondary intervention) - (spontaneous bleed) - eval: results - spontaneous bleed. Conclusions - spontaneous bleed.